Manufacturer narrative:
Date sent to the FDA: 10/10/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Complaint received via email from ethicon risk management. It was reported that the pt underwent a previous surgery for colon cancer and developed a ventral hernia, which was reportedly repaired utilizing the surgical mesh. It was reported that in less than 12 months, the pt's hernia recurred and required a subsequent surgical repair in 2007. During the surgery, it was reported that on the right side, the mesh had disrupted in the mid portion, with herniated tissues through the mesh. The mesh was freed from the underlying tissues and anterior abdominal wall. A 10x8 inch parietex composite mesh was then placed in the abdominal cavity. No add'l info was reported at this time.